Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual inspection indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used to close the vaginal cuff at the end of the procedure. The needle fell out of the jaw while passing through the vaginal mucosa. The needle was retrieved with a grasper and the time was not extended. This occurred twice with two separate devices. No x-ray was performed to locate the disengaged needle. In order to resolve the issue and complete the case, a new suturing device was used to complete the procedure. There were no issues experienced with toggling, loading, or unloading the device. There was no patient harm. The patient status is alive, no injury.